Event description:
A customer contacted baxter's global technical service center (gts) requesting a swap of a compact exchange device ii (cxd). The home patient (hp) stated that the carriage will move forward but will not retract. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.